Event description:
The customer reported that the probe on the provue analyzer was skipping wells/microtubes. Info was not provided regarding results of pt testing or possible result codes intended to prevent erroneous results from being reported. No dispense of reagents and/or pt samples could lead to erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. The ocd field engineer followed up with the customer via phone regarding the issue. The fe indicated that the call was originally placed for multiple erroneous results on qc and pt samples. The customer could not provide any further specific info. Upon follow-up, the customer indicated that the analyzer was performing as expected. Therefore, on-site service was not required. This customer has not logged any similar complaints since this incident.